Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed blood residue on the returned guidewire and its hoop. The distal end of the guidewire was observed to be missing. The core wire of the guidewire was observed to be broken and the coiled section of guidewire was observed to be unraveled and broken. A microscopic observation revealed the break sites to be tapered and mostly even with a granular surface texture, which is typical of tensile failure caused by excessive pulling force on the guidewire. The product IFU cautions: ¿do not use excessive force when introducing guidewire¿ and ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebw1991 showed no other similar product complaint(s) from this lot number. Mw5079598.

Event description:
It was reported that during the insertion of the midline catheter, the rn inserted the guide wire into the needle after obtaining access. It was stated the wire was not advancing as it normally does so the rn attempted to pull back the wire and felt resistance and attempted several maneuvers to free the wire unsuccessfully. The rn pulled back on the needle and the wire together, but it still noted resistance. It was reported the rn removed the needle, leaving the guide wire inserted and manipulated the wire. At this time, the part of the tip that is visible became uncoiled. As the rn pulled the line, a pop was felt and the wire was out. Upon inspection of the wire, rn was concerned that a portion of it was retained. Procedure was aborted. Doctor was called and recommended that an xray of the arm to be ordered. Order was placed which confirmed that a part had been retained. Hospitalist was notified. There was reportedly no risk of embolization and the part "could be removed or could be left in place."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1991 showed no other similar product complaint(s) from this lot number. Mw5079598.

Event description:
It was reported that during the insertion of the midline catheter, the rn inserted the guide wire into the needle after obtaining access. It was stated the wire was not advancing as it normally does so the rn attempted to pull back the wire and felt resistance and attempted several maneuvers to free the wire unsuccessfully. The rn pulled back on the needle and the wire together, but it still noted resistance. It was reported the rn removed the needle, leaving the guide wire inserted and manipulated the wire. At this time, the part of the tip that is visible became uncoiled. As the rn pulled the line, a pop was felt and the wire was out. Upon inspection of the wire, rn was concerned that a portion of it was retained. Procedure was aborted. Doctor was called and recommended that an xray of the arm to be ordered. Order was placed which confirmed that a part had been retained. Hospitalist was notified. On (B)(6) 2018 per medwatch: "during the insertion of the midline catheter, I inserted the guidewire into the needle after obtaining access. The wire was not advancing as it normally does, so I attempted to pull back the wire and felt resistance. I attempted several maneuvers to free the wire unsuccessfully. I pulled back on the needle and the wire together, but it still noted resistance. I removed this needle, leaving the guide wire inserted and manipulated the wire. At this time, the part of the tip that is visible became uncoiled. As I pulled the line, I felt a pop and the wire was out. Upon inspection of the wire, I was concerned that a portion of it was retained. Procedure was aborted. Doctor, was called, he recommended that an x-ray of the arm to be ordered. Order was placed which confirmed that a part had been retained. Hospitalist was notified. Surgery consult, CT angio demonstrates wire in subcutaneous space, not a vascular structure. Could be removed or could be left in place. No risk of embolization".